Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.037.025, lot 9375251: manufacturing site: bettlach. Release to warehouse date: march 09, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the screw inserter (part 03.037.025, lot 9375251) was received. The very distal tip of the device appears to be slightly damaged. There is light deformation on the inner edge of the tip. The deformation interferes with the access of the hole. The observed damage would contribute to a device interaction issue. A functional test was unable to be performed since no relevant mating devices were returned. The relevant dimensions were reviewed. The inner tip diameter was not conforming; the non-conforming dimension is expected due to the inward deformation interfering with the access of the hole. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. The overall complaint was confirmed for the received screw inserter as the distal tip had a deformation along its inner edge. The noted deformation directly interferes where the inserter would interact with relevant devices. Although no definitive root-cause can be determined it¿s possible the device encountered unexpected forces during use or while in storage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Part returned. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2020, the tip of the proximal femoral nailing system (tfna) screw insertion handle does not easily accept the tfna screw implant. There does not appear to be extensive damage to the tip of the insertion handle but it is very difficult to push on the appropriate implant. It is unknown if there was a surgical delay. The procedure outcome was unknown. There was no patient consequence. Concomitant devices reported: unknown nail head elements: screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).